Event description:
Customer's daughter reported the paramedics were called because thought customer was having a stroke. Paramedic's blood glucose reading = 33mg/dl. Customer did not use her device the morning of the incident. Paramedics treated customer with 3 vials oral sugar water and a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.